Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The analysis of the explanted ICD revealed that the device experienced a power-on-reset as it was delivering high voltage therapy. A polish mark was observed on the ICD can. A lead anomaly was suspected. The lead was capped.